Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source exhibited a b30 error. The moment when the issue occurred is unspecified. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: there is trace of fluid invasion inside the unit. Chassis, bezel of front panel, inside of top cover, condenser (bottom) of front panel are corroded. B30 error (communication/transmission problem) is displayed when scope is connected. Olympus will continue to monitor field performance for this device.